Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device sometimes did not work, and the error lamp lighted up on the device. The event was identified during preparation for use and there was no patient involvement.

Event description:
It was reported that the subject device sometimes did not work, and the error lamp lighted up on the device. The event was identified during preparation for use and there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the transducer plug was deteriorated. Based on the results of the investigation, it was not found a problem with error; however, the light ring went from blinking to solid, but the connector of the transducer was not possible to connect smoothly into the generator. The locking mechanism on the connector works, but not like on a new transducer. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.